Event description:
During the procedure,the tip fell off into the patient and had to be retrieved. There was no serious injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the complaint that the scalpel blade broke off at the distal end. The teflon pad and jaw of the returned device were intact. Evidence suggests that the most likely cause for the broken blade was that the device came in contact with a rigid object during activation, causing nicks on the scalpel rod (blade) that led to breakage. Ascent healthcare solutions' IFU states to avoid contact with any and all metal or plastic instruments or objects during instrument activation.